Event description:
Procedure performed: laparoscopic anterior resection. Event description: standard use of trocar, being used to facilitate instrument and swab access. "Swabs and tonsil swabs were being continuously used throughout the procedure. The surgeon struggled to remove a swab, which had got caught inside the port. "In order to remove the swab, the surgeon pushed the swab back into the abdomen with force, before pulling it out, again with force, this is when the black rubber seal was spotted in the abdomen" "if the trocar had not been a balloon port, the force used would have been enough to entirely remove the port from the abdomen". Intervention: surgeon removed the specimen from the abdomen. Patient status: patient is fine: no harmed caused, specimen retrieved.

Manufacturer narrative:
The event product is anticipated to be returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic anterior resection. Event description: standard use of trocar, being used to facilitate instrument and swab access. "Swabs and tonsil swabs were being continuously used throughout the procedure. The surgeon struggled to remove a swab, which had got caught inside the port. "In order to remove the swab, the surgeon pushed the swab back into the abdomen with force, before pulling it out, again with force, this is when the black rubber seal was spotted in the abdomen" "if the trocar had not been a balloon port, the force used would have been enough to entirely remove the port from the abdomen". Additional information received by email from applied medical representative on 31may22: please see the below confirmation that the double duck bill seal was removed to inspect the broken portion! Additional information received by email from the customer on 31may22: so the seal was open intentionally for inspection of the broken seal. Intervention: surgeon removed the specimen from the abdomen. Patient status: patient is fine - no harmed caused, specimen retrieved.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a seal subassembly and a fragment. Visual inspection confirmed that a piece of the septum, an internal rubber component of the seal, had fragmented. The returned fragment was identified to match the missing portion of the septum. This event was initially reported based on the description of the event. However, based on the evaluation of the event unit and additional information, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.